Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the hospital four weeks post implant with symptoms of atrial fibrillation and medication changes. It was noted that the right atrial (ra) lead safety switch was triggered. Loss of capture and high thresholds were noted as well as one out of range pace impedance measurement. The lead was replaced and will be returned while the device remains implanted. No additional adverse patient effects were reported.